Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 100682), is related to case with patient identifier (B)(6) (unknown test strip lot number).

Event description:
It was reported the patient received the following results within 10 minutes: 184 mg/dl and 73 mg/dl (test strip lot number 100682) and 87 mg/dl (unknown test strip lot number).